Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed and no issues were noted. Complaint of overheating could not be reproduced. Product failed functional testing with hand piece error when the left button failed to function. Cause of left button malfunction is a corroded button magnet that was severely corroded. Left button performs as expected with a known good magnet installed. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. The cause of the button malfunction has been determined to be corrosion of the button assembly. Factors that could have contributed to the event include a buildup of corrosion/debris around the button assembly from cleaning chemical fluid ingression over time. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that the device got hot during the case. No significant delay or patient injury reported. Procedure was completed with a back-up device.